Manufacturer narrative:
Catheter model: 8709sc, serial #: (B)(4), implanted: (B)(6) 2011, explanted: unk.

Event description:
It was reported that on (B)(6) 2011, it was observed that erosion occurred in regards to the patient's pump. Clear fluid leaking from the incision was noted. The event resulted in-patient or prolonged hospitalization. The patient's pump was explanted. The patient had recovered without sequelae. Drug delivered via the device was baclofen.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: "pump malfunctioning" was indicated. The type of baclofen administered via the pump was clarified as being compounded baclofen (not lioresal).